Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
It was reported that the there was t-wave oversensing and inappropriate therapy delivered. After the inappropriate therapy was delivered the device was shown to be at the elective replacement indicator. The lead remains in use and the device was removed and replaced. No further patient complications were reported as a result of this event.